Manufacturer narrative:
Event date is estimated.

Event description:
Mfg reference report number: 3006705815-2021-02185. Mfg reference report number: 1627487-2021-13826. It was reported that the patient experienced an infection at both ipg and lead sites. The devices were explanted as a result.

Manufacturer narrative:
Based on the documents reviewed, the source of the infection remains unknown.